Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced a "jolt" through his entire body upon turning on his system stimulation after undergoing a lead revision. Subsequently, the pt's scs system was turned off. The "jolt" reoccurred when the pt turned his system stimulation back on; however, the pt continued to use system stimulation. Additionally, it was reported the pt's system stimulation was not as effective as it was prior to the lead revision. F/u identified the pt's scs ipg was replaced which resolved the issues.